Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had the pump in their pocket and leaned up against an object and the touchscreen became cracked. Customer is unable to interact with the pump to unlock and deliver a bolus due to the damaged touch screen. Customer's blood glucose was approximately 250 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy,